Event description:
It was reported that during an esophagectomy procedure, the device was used to create the stomach tube. It was found that the tissue pad was separated from the device outside of the pt's body. Another device was used to complete the case. There were no adverse consequences to the pt. The tissue pad did not fall into the pt's body.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.